Manufacturer narrative:
Interview with surgeon stated they didn't suspect that the device was responsible, intrinsic is reporting as potentially related. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
During discussion with surgeon, he mentioned that approximately 1 week after surgery, the patient went to the emergency room with a fever and had the wound drained. The patient is now fine.